Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
No blood glucose levels reported. The customer reported a motor error alarm from the insulin pump during prime. The customer also reported multiple no delivery alarms from the insulin pump. The customer was unable to troubleshoot due to work but reported that the no delivery alarm was cleared. Troubleshooting was done for the motor error alarm from the insulin pump. It was reported that the customer was not using the sensor feature of the insulin pump. The customer reported that the insulin pump was not exposed to any strong magnetic field. The customer was able to complete the rewind sequence on the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back up plant per the health care provider's instruction. No additional info was provided.